Event description:
It was reported that the customer had a blank display on the insulin pump. Customer was walked through the process of priming the pump. Customer stated that she will give a bolus and only a few units will be administered, then the blank display appears. Customer just put a new battery in the pump and came home from the hosp on the 25th. Customer was not hospitalized for a diabetic related condition. Customer stated that the display returned after a new aaa alkaline battery was inserted into the pump. Customer was advised to monitor the pump. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).